Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of noise and detected ventricular fibrillation, which was recognized by the device as a real sinus rhythm, resulting in the rejection of a true pause episode. The icm remains in use. No patient complications have been reported as a result of this event